Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaint related to valve re-intervention. No further event details were provided. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Valve not available for return.

Event description:
Based on CAPA (B)(4) investigation: this event refers to a carbomedics reduced aortic valve implanted on (B)(6) 2014. It was explanted and replaced with a carboseal valsalva prosthesis on (B)(6) 2015. No further event details were provided.